Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on an unknown date. The right ventricular lead exhibited noise oversensing resulting in pacing inhibition. The patient felt lightheaded when then noise was present. Programming changes were attempted in clinic but noise was still seen. The lead was removed and replaced on (B)(6) 2017. The patient was in good condition following the procedure.